Manufacturer narrative:
(B)(4). Baxter received and evaluated the device.  Visual inspection did not identify any abnormalities that could have contributed to the reported condition.  A service history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported charger gets hot which was reproduced. The power cord was found to over-heat during evaluation. The charger getting hot was verified and found to be caused by a failed power cord. The power cord was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the charger of a spectrum pump was getting hot. There was no patient involvement. No additional information is available.